Event description:
It was reported that pump triggered empty cartridge alarm and that insulin gauge displayed amount different than expected, with pump showing zero units while caller expected a full amount. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge, received explanation that alarm occurred when pump detected empty cartridge, and was advised to call back for further troubleshooting if another fill estimate issue occurred; caller understood and acknowledged instructions.